Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, it is determined the 5.5mm straight rod, hex ended, cocr, 500mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
It was reported by a sales representative that a revision surgery was necessary to remove broken paraspinal rod at l3-l4. One year status post thoracolumbar fusion for kyphosis scoliosis, patient was doing well until (B)(6) 2012, when she awoke one morning with severe low back pain radiating to lower extremities. Follow up with dr. Revealed broken rod at l3-l4. Revision surgery took place (B)(6) 2012, there were no complications during the revision surgery.